Event description:
The distal side of the patient's elbow was burned during an MRI scan of the patient wrist. Device is located at the patient's wrist during the scan. Per the user facility, no part of the device (coil or cable) was in contact with the location. The patient was burned at (elbow).